Event description:
Per the audiologist, the patient¿s fixture failed to osseointegrate and the fixture fell out. Reimplantation is planned, but had not taken place at the time of this report september 2, 2009.